Event description:
It was reported that the patient presented for implant. It was noted that the right ventricular lead was re-positioned in several locations in the ventricle but the the pacing lead impedance was always to high. The physician decided to use an atrial lead in the right ventricle to check the impedance. A normal impedance value was obtained. The physician decided to leave the atrial lead in the ventricle and used a new atrial lead in the atrium. There were no patient consequences.

Manufacturer narrative:
The reported event of high lead impedance was not confirmed. As received, a complete lead was returned for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies with the exception of procedural damage.